Manufacturer narrative:
Medwatch sent to FDA on 04/11/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardening and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of inflammation and edema: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Indurations or nodules at the injection site". This MDR is being submitted late. CAPA (B)(4) had identified an error in the categorization of the device clearance status resulting in a no filing decision. The root cause was identified that the PMA/510(k) clearance identification process was not robust. A corrective action of adding the 510(k) /PMA clearance status into accessible trackwise fields is being implemented. As an interim control, weekly reports are being run to identify any errors, prior to MDR filing timeline requirements.¿

Event description:
Patient reported having an injection with unspecified juvederm voluma. Patient had an issue that consisted of "hardening and swelling" that "was not tender or red." Patient was treated with hylase and keflex.